Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose has been going low and that she recently hit a low of 40 mg/dl. The customer stated that she blanked out as a result of the low, and that she has been having low blood glucose readings for several years. The customer treated with glucose tablets and her current blood glucose is 137 mg/dl. Troubleshooting was initiated to inspect the insulin pump. The drive support cap appeared normal and the insulin pump programming was accurate. The customer stated that she did not believe that the insulin pump was over-delivering. The customer was advised to monitor her insulin pump and her blood glucose. No products were returned or replaced.